Event description:
It was reported that the 8800 system had a generator error at boot up prior to a case. The 8800 system had to be rebooted several times. The procedure was completed without further incident. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The battery pack was replaced during the service call. The system was tested and found to be working as intended, and put back into service.